Event description:
It was reported that during use of the bd vacutainer® one use holder the holder was deformed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: during blood collection, hcp realized the holder was deformed.

Manufacturer narrative:
H.6. Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for a deformed holder with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample and photos, the customer¿s indicated failure mode for deformed holder with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® one use holder the holder was deformed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection, hcp realized the holder was deformed.